Event description:
It was reported to philips that the device experienced an ac power module (s/n (B)(4)) failure. There was no reported patient or user involvement and no adverse patient/user impact.